Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed and the valve became dislodged. The valve was recaptured twice due to high implant and a gap was observed on the proximal portion of the capsule. The first delivery catheter system (dcs) and valve were removed from the patient. The capsule of the dcs was in one piece, but after pulling the capsule it tore apart. The valve was unloaded and inspected before used with a second dcs taking the procedure longer than expected. The valve loader was experienced loading over 300 valves, and no misload was identified with the loading system. No unusual tension was reported from the physician. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: it was reported that, in the first deployment attempt, the valve dislodged and the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning and dislodgement including patient anatomy or physician technique. During the second recapture attempt, a gap was observed in the proximal end of the capsule. When the system was removed from the patient, the dcs was in one piece, but after pulling the capsule it tore apart. An image submitted by the account confirmed the capsule separation. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or if the valve was misloaded. A break was ob served near the proximal end of the capsule frame. There was no other evidence of damage observed on the subject dcs. Capsule separation occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can occur when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review, therefore it cannot be independently confirmed if the valve was correctly loaded onto the dcs. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may be increased by other factors such as tortuous anatomy. The cause of the capsule separation cannot be conclusively determined with the information available. No procedural films/cine were received for review. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The separation site was jagged and uneven. The proximal side of the capsule was loose and moved along the shaft with very little resistance. Conclusion: the investigation is in progress. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.